Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found that a partial lead was returned. An external abrasion was noted from 11.2 cm to 11.6 cm from the connector pin which exposed the proximal coil. Abrasions are indicative of exposure to constant friction with another implantable device. Other: na.

Event description:
This report is to advise of an event observed during analysis.